Manufacturer narrative:
Analysis of the catheter revealed the catheter body was deformed in shape or abraded which did not impact infusion. An area of abrasion was seen distal to the anchor and 18.5 to 20 centimeters from the distal tip. Due to the area of this abrasion, it was felt this may have been caused by the patient's anatomy. This abrasion was not deep to the inner lumen and no leaking was seen. This area was not compressed and an occlusion in this area was not likely. This anomaly was not related to the manufacture of the catheter. In addition, light colored material in the most proximal set off dispensing holes was observed. However, this material did not appear to impact flow as the lead was patent during analysis testing. The material seen may have crystalized in that location after explant. In conclusion, with the information provided, analysis could not determine with certainty if the portion of the catheter returned was related to the event allegation.

Event description:
The device 'stopped working'. The patient experienced increased pain. The system was explanted at the patient's request.

Manufacturer narrative:
Product ID, 8711 lot# serial# (B)(4), product type catheter. (B)(4) analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.